Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, cracked reservoir tube lip and scratched lcd window. Cosmetic damage was confirmed at the reservoir tube during analysis. Damage was not confirmed at the display window (crack) however, minor scratches were observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the screen and crack outside of the reservoir. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1885. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1885 was requested and customer returned the device.